Manufacturer narrative:
This report was received as a medwatch form mw5113324.

Event description:
A medwatch form mw5113324 was received indicating that the device was not functioning properly and made noise. The patient experienced dizziness, sleeplessness, loss of appetite, pains at the chest. Further information was unavailable.